Manufacturer narrative:
Sample received my MFR, but investigation is incomplete at time of this report.

Event description:
The event is reported as: alleged issue: customer alleges that the clamps wouldn't stay tight during a procedure. Staff had to keep re-tightening the clamps. No pt injury reported. Pt current condition is fine.